Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging that device has strange taste and nasal/throat irritation or soreness. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging that device has strange taste and nasal/throat irritation or soreness. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During external and internal inspection, it is observed that unknown white, and black contamination (dust-like), (inconsistent with degraded sound abatement foam) at the air inlet of the blower box. Light dust-like contamination on top and bottom of the blower motor and the blower motor seal. Black contamination, consistent with keratin, at the air outlet of the blower box. Potential fluid deposit spots on the bottom of the blower box, indicating potential water ingress. Light unknown white, tan, and black dust-like contamination (inconsistent with degraded sound abatement foam), in the blower box. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. Product investigation laboratory was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.